Manufacturer narrative:
The neptune 2 rover was not isolated after the procedure so the serial number is unk.

Event description:
It was reported that during an arthroscopy procedure. The 20 litre canister was being used on the neptune 2, with a 4 port neptune 2 manifold. With a 4 metre suction tube connected to a handpiece. The surgeon noticed there was no suction on his handpiece, the operating room nurse checked the settings on the neptune which were fine, then unplugged the tubing from the manifold which caused fluid to go back into the pt. Upon reconnecting the tubing back to the manifold suction was restored. There was no adverse effect on the pt. No medical intervention was reported.